Event description:
Device has been explanted.

Manufacturer narrative:
Initial reporter name and address:(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade IV", "silicone migration", "microcalcification", "cysts", "enlarged ganglion towards the left axillary region".

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV", "silicone migration", "microcalcification", "cysts", "enlarged ganglion towards the left axillary region". The device remains implanted.